Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel and pacing impedance measurements greater than 2000 ohms and no capture on the atrial channel. A revision procedure was performed and during extraction efforts, the rv lead broke and became stuck in the right subclavian vein. The atrial lead also broke. Femoral access was used to snare what was left of the atrial lead. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.